Manufacturer narrative:
Additional information : the lot number was manufactured between july 05, 2018 - july 06, 2018. Four (4) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak coming from the spike port cap of all the samples. The reported condition of leaking from the corner of the bags was not verified; however, the bags were leaking from the spike port. The cause of the leaking spike port could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the corner of the bag the leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.